Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was not implanted due to unspecified malfunction. Another device was implanted instead. No further information is available.

Manufacturer narrative:
Please retract this MDR 2938836-2017-00458. New information received indicates that the original event was due to user error.